Event description:
Customer called stating that while injecting her insulin into her abdomen, the needle broke off in her skin. Customer stated she was able to get the needle out of her abdomen and she disposed of it and the hub. She also stated she has scar tissue in her abdomen from a surgery and she could have hit the scar tissue with the needle which could have caused it to break off in her skin.